Manufacturer narrative:
Despite attempts to retrieve the complaint device from the customer, it has not been returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot discern a root cause for the reported failure mode, although it is possible that the patient¿s fall resulted in the device breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be returned at some point in time in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. Not returned by customer.

Event description:
Depuy mitek screw: at the last office visit the patient was seen with a 6-month history of right shoulder pain. The pain was initiated by injury after a seizure. The patient describes the pain as constant, dull, and achy that occurs with activity and at night. The shoulder pain is located in the glenohumeral region and does not radiate down the arm. The pain is increased with activity. The patient states having a "grinding" sensation in the shoulder with glenohumeral joint motion. X-rays were obtained in the emergency department (ed) with evidence of broken hardware. What was the original intended procedure? Original surgery: right shoulder open anterior coracoid transfer latarjet procedure device usage. The following information was received from our customer during a follow-up phone call on (B)(6) 2015; the device broke when the patient fell. The date of the original surgery was (B)(6) 2011 and the revision surgery was (B)(6) 2015. The complaint device is being returned to depuy synthes mitek for evaluation. As of (B)(6) 2016 the complaint device has not been returned by the customer.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes (B)(6) was notified of this complaint event via medwatch # 4900240000-2015-8035. (B)(4).

Event description:
Depuy mitek screw: at the last office visit the patient was seen with a 6-month history of right shoulder pain. The pain was initiated by injury after a seizure. The patient describes the pain as constant, dull, and achy that occurs with activity and at night. The shoulder pain is located in the glenohumeral region and does not radiate down the arm. The pain is increased with activity. The patient states having a "grinding" sensation in the shoulder with glenohumeral joint motion. X-rays were obtained in the emergency department (ed) with evidence of broken hardware. What was the original intended procedure. Original surgery: right shoulder open anterior coracoid transfer latarjet procedure device usage. The following information was received from our customer during a follow-up phone call on (B)(6) 2015; the device broke when the patient fell. The date of the original surgery was (B)(6) 2011 and the revision surgery was (B)(6) 2015. The complaint device is being returned to depuy synthes (B)(6) for evaluation.